Event description:
Information received from the field does not address the patient's clinical status but notes no telemetry, no capture or sensing and an output anomaly. The ventricular lead exhibited extremely low impedance which may have led to premature battery depletion.